Event description:
A .014 hi-torque floppy wire. A 7 french sheath. Case: instent restenosis of 7x18 palmaz blue stent in right renal artery placed on (B)(6) 2009. Angiosculpt 6x20 was inflated to 8atm for 49 seconds, then deflated. After the second inflation of 8 atm for 60 seconds, the balloon would not deflate. The physician pulled negative pressure three times on the balloon, but it would not deflate. The balloon was pulled into the aorta, and then down close to the sheath. The physician was able to get the balloon into a lima catheter and removed it. The stent was still in place, and the pt was fine, a 6x20 sterling balloon was used to dilate the stent, and followed up with a 6x20 dorado balloon. No other treatment was needed. The pt is fine. Second issue - reference number (B)(4) states lot number f09070027 on the box, however, when the barcode was scanned it scanned as f08120008.

Manufacturer narrative:
Eval summary: visual examination and performance testing of the returned device, in addition to analysis of the labeling, could not confirm the reported product problem. The returned balloon did not appear completely deflated on initial inspection. However, during laboratory analysis, the balloon was able to be completely deflated after inflation to nominal pressure and the deflation time met the design requirement. Thus, we were unable to duplicate the reported balloon deflation issue during laboratory analysis. Additionally, the barcodes located on the returned pouch and carton were scanned and confirmed to display the correct lot number f09070027. Additional observations made during visual examination of the returned device included the following: transition tubing appeared stretched and distorted, uneven tubing thickness and shaft kink. Additional observations made during performance testing of the returned device included the following: leak at the distal bond area and slight lifting of the scoring element ring attachment. The hospital had declined to release the requested procedural angiogram and catheterization log or report to angioscore for eval.